Event description:
It was reported bd plastipak¿ 20 ml luer-lok¿ convenience pack had a syringe with liquid inside. The following information was provided by the initial reporter: "...one syringe has clear silicone like liquid inside the syringe out of this convenience pack."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd plastipak¿ 20 ml luer-lok¿ convenience pack had a syringe with liquid inside. The following information was provided by the initial reporter: "...one syringe has clear silicone like liquid inside the syringe out of this convenience pack."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 25-apr-2022 h.6. Investigation: one sample was provided to our quality team for investigation. Through visual inspection of the product, silicone is visible inside the syringe. A device history review was performed for reported lot 2102085, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number, results for the reported lot were reviewed and found to be within required limits. Testing was performed on the returned sample along with ten retained samples of the same lot, no excess silicone was identified in any of the retained samples, however, it in the returned customer sample, an excess of silicone was verified. While we could not identify a direct issue, this issue was likely due to a failure in the sprayer that doses the silicone inside the barrel.